Event description:
During drilling of the locking screws a drillbit broke in the metaphysis. This was left in place as removing it posed significant harm to the patient rather than leaving it in place.